Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 51 mg/dl. Customer also had blood glucose level was 71 and 69 mg/dl. Customer reported that they did not contacted their health care professional regarding the low blood glucose event. The customer did not provide any symptoms regarding low blood glucose. The customer was treated for the low blood glucose with glucose tablets. The drive support cap appears normal. Based on customer report customer does not allege insulin pump was over delivering. Customer also reported that the act button not responding. Customer stated that the time was changed. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding.